Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician. (B)(6). Failure (event) observed during analysis. Final analysis found medical adhesive on the helix and between the helix and header. Dried body fluid inside the distal insulation prevented the helix from retracting.

Event description:
This report is to advise of an event observed during analysis.